Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number : 1986043, model/catalog description: avista MRI perc lead kit, 56cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing loss of stimulation. An imaging was done and lead migration was noted. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.